Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present throughout the pusher assembly. The introducer sheath was in its initial position on the smart coil. The embolization coil was undamaged and intact with the pusher assembly. The pusher assembly mid-joint was measured with a ring gauge and the introducer sheath friction lock was measured with a pin gauge and both were within specification. Conclusions: evaluation of the returned smart coil revealed a functional device. During functional testing, resistance was experienced while unseating the introducer sheath from the pusher assembly mid-joint initially. The smart coil was then advanced through its introducer sheath and a demonstration microcatheter without an issue. Further evaluation revealed bends along the pusher assembly. These bends were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician reported that the smart coil would not advance through its introducer sheath. Therefore, the smart coil was removed and was not used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.